Event description:
It was reported that the spinal segment of the catheter was completely dislodged. An x-ray showed the tip of the catheter in the subcutaneous tissue. The anchor had slid out of the fascia but was still sutured. The doctor believed the migration occurred at the anchor site. The spinal segment of the catheter that had migrated was replaced with a new spinal segment and was connected to the remaining catheter with a collet. The revision took place on 2013 (B)(6). It was indicated that the issue was resolved. The patient had experienced diminished pain relief at the time of migration. Patient status at the time of the report was alive with no injury. The device system delivered morphine. It was later reported that the patient lost therapy. The tip of the catheter was at the top of t11. As of 2013 (B)(6), the patient had again lost therapy and there was clear fluid coming out of the spinal incision. The healthcare provider (hcp) was to admit the patient and get a computed tomography (CT) scan. A dye study was to be performed on 2013 (B)(6). It was noted that no issues were seen with the catheter during the revision. The anchor was ¿done very well¿ at the revision. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).